Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 364 mg/dl while using the ilet bionic pancreas, without alerts or recent snacks, and a straight cannula was confirmed; supplies were changed and the user was advised to allow the pump time to continue correcting. Customer care provided support that included user-led troubleshooting with infusion set and supply replacement. Investigation of this case revealed no device malfunction identified and that hyperglycemia occurred with cause unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was user-reported hyperglycemia with cause unclear, with device function not contradicted by available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.